Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections as backup insulin therapy, was provided a replacement pump, was instructed to place malfunctioning pump in storage mode, and return problematic pump using prepaid label, all of which customer understood and acknowledged.